Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump kept getting downstream occlusion error at 1 psi during pressure testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the downstream occlusion error which goes up to 1 psi during pressure testing. A review of the event history log revealed multiple 'downstream occlusion' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device functioned as intended the force sensor will require replacement per service procedure to address this issue. Should additional relevant information become available, a supplemental report will be submitted.